Event description:
It was reported that this device could not be interrogated. There was a message on the programmer indicating it could not interrogate the device. The patient was sent home, and another attempt will occur next week. There were no adverse patient effects. The device remains implanted.